Event description:
Implanted by dr. (B)(6) on (B)(6)-2012 approximately 3 weeks later I developed a rash across upper back. Went to primary care clinic and was treated for contact dermatitis with benadryl and cream. Rash cleared up temporarily. About 10 days later rash reappeared on upper back and down the front of both thighs. Continued to treat with benadryl and cream for a couple weeks. Rash did not clear up. I began to develop severe and crippling chest pains at random times throughout day and night. It was at this point I noticed I was putting on a weight. I went back to primary doctor for rash and chest pains. My blood pressure was high and was once again diagnosed with contact dermatitis. Within a couple weeks I had gained more weight specifically in abdomen area, rashes continued and now were under arms as well. Chest pains and racing heart continued along with other new symptoms, I now suffered from numbness in hands, forgetfulness like I was living in a fog, hair loss, and bleeding gums. As well I seemed to stop having menstrual cycles as well. These symptoms continued and well as doctor visits to primary. I knew something was wrong my mother asked when I had essure placed. This was a defining moment at this point I was able to find a possible cause of these symptoms I had never dealt with before. I returned to implanting doctor (B)(6) he said he does not believe it is essure has never heard of anyone having issues with essure. I went to another obgyn dr. (B)(6) with my concerns and was told he thought essure could not cause my issues and to see a psychologist. My symptoms continued I continued to follow up with primary and even ended up in ER with crippling chest pains with extremely high blood pressure. Finally was referred to dermatologist dr. (B)(6). Where a skin patch test was done on back. This showed a positive reaction for sodium thiosulfate (gold). We were both stumped by this because the area of rashes was not consistent with areas jewelry is worn. I decided to look more into the birth control device. I contacted manufacture and was provided a list of ingredients and there was my confirmation gold was in the device. I returned to dr. (B)(6) with list of ingredients in essure device and allergy conformation. He agreed to remove essure devices. On (B)(6)-2013 I was admitted into (B)(6) for laparoscopic surgery to remove devices. Dr. (B)(6) removed essure coils via cutting ends of fallopian tubes, pulling out coils, and performing a tubal ligation. At this point most of my symptoms cleared up. Rashes were gone within 24 hours chest pain stopped, gums stopped bleeding, my hair was not coming out nearly as much and within a month I began to menstruate again. Sadly the numbness in hands and brain fog continued. Approximately 2 months after surgery I started having severe pelvic pain and pelvic pressure. I decided I was not going back to dr. (B)(6) because I knew something was wrong. I called several ob/gyns in my area and no one was willing to see me due to issues with essure device. In approximately (B)(6) of 2013 I was able to get in at (B)(6). The pa that saw me ordered a pelvic ultra sound. On (B)(6)-2013 I was seen at (B)(6) for pelvic ultra sound. During ultra sound fragments of essure device were found in uterine cavity and confirm via x-ray. I was then refered back to planned (B)(6). Due to lack of resources in their office I was then refered to dr. (B)(6). After consultation with him it was determined that I would need a hysterectomy. On (B)(6)-2014 I had a hysterectomy were my uterus, cervix and left ovary was removed. My level of pain improved greatly. (B)(4).